Event description:
It was reported that upon removal from the outer packaging, sterile pouch containing the pta balloon was found to be cut. There was no pt involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.